Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer states that insulin pump had motor error. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.